Manufacturer narrative:
Additional information was added: the lot was manufactured from august 21, 2019 - august 22, 2019. The actual sample was received for evaluation. Unaided visual inspection was performed which observed an insufficient welding at the bottom right welds of the bag. Functional testing was performed with tap water which revealed a leak from the bottom right welds. The reported condition was verified. The cause of the condition is due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect of the bag was further described as leak from an unspecified location. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.